Manufacturer narrative:
Age at time of event: 18 years or below.

Event description:
It was reported that the wire got separated and required additional intervention. The 10mm-15mmx3.0mm in diameter, 100% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use along with a 330cm rotawire. During the first procedure using 1.5 burr, the device was unable to pass through the lesion. The device was replaced with a 1.25 burr. The device was set at 220,000 rpm and a stall occurred right after starting ablation. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotawire floppy got separated upon the first ablation. The vessel in the left main trunk (lmt) got damaged. Subsequently, hemostasis was performed on the injured part using a non-bsc perfusion balloon, but when a non-bsc coronary stent was placed the laterocavernous sinus got occluded completely. The wire was removed by pulling it out. However, the separated wire remained inside the lad. A coronary bypass was done and completely retrieved the separated guidewire from the patient's body. The patient was stable following the procedure.

Event description:
It was reported that the wire got separated and required additional intervention. The 10mm-15mmx3.0mm in diameter, 100% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use along with a 330cm rotawire. During the first procedure using 1.5 burr, the device was unable to pass through the lesion. The device was replaced with a 1.25 burr. The device was set at 220,000 rpm and a stall occurred right after starting ablation. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotawire floppy got separated upon the first ablation. The vessel in the left main trunk (lmt) got damaged. Subsequently, hemostasis was performed on the injured part using a non-bsc perfusion balloon, but when a non-bsc coronary stent was placed the laterocavernous sinus got occluded completely. The wire was removed by pulling it out. However, the separated wire remained inside the lad. A coronary bypass was done and completely retrieved the separated guidewire from the patient's body. The patient was stable following the procedure.

Manufacturer narrative:
Age at time of event. 18 years or below. Device evaluated by manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination found no damages. Microscopic examination revealed that the annulus was damaged. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities.